Event description:
(B)(4). Hair loss, weight gain, chronic back pain, bloating, dizziness, nausea, irritation, numbness hands/arms, chronic abdominal pain, blurred vision, dental issues , memory issues and low vitamin d.